Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dialudid via an implantable pump. It was reported that the physician refilled the pump and the expected volume was 2.7cc¿s and they withdrew 12cc¿s. The physician was increasing the pump after the catheter was replaced up north, [see manufacturer report # 3004209178-2020-19386] and the patient was started on 10% of dose prior to catheter replacement. This was the first time the physician refilled the patient¿s pump, it was filled up north on last fill with another physician. To the reporter¿s knowledge there were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a refill on (B)(6) 2021 and an MRI on (B)(6) 2021. The actions and interventions taken to resolve the issue was the physician would do another pump refill in a month to see if there was still a discrepancy. If there is a discrepancy, they would conduct a dye study. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.